Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the surgical procedure, removal of device, and delay in treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, six unused, sterile devices with the same lot number as the reported device were returned for evaluation. Functional testing was successfully performed on the sterile devices. No manufacturing issues or abnormal observations were detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 6f,13f sheaths, impella, proglide sutures (x2), heparin. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an interventional impella procedure. Reportedly, the sutures of two proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 13f and the impella procedure was completed. The proglide sutures were tightened, but hemostasis was not achieved. A third proglide device was deployed. When the device was being removed, the device broke just below the marker port. The distal guide remained in the patient. The foot was closed when the device was removed. A cut down was performed and the distal guide was removed. Hemostasis was achieved surgically. Anesthesia was upgraded from local to general for the cut down procedure. There was a clinically significant delay in the procedure due to the surgical procedure. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.